Event description:
During routine defibrillator check, rptr rec'd shock at 100 j upon discharge of paddles. Machine was plugged into wall outlet, paddles were in place on monitor. (In holders), ECG cables were coiled on top of monitor as usual.